Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient had possible type 3a and 3b. This patients' aneurysm had increased in size and was suspect for both. Angiogram was performed and noted minimal overlap so a cuff was added. Although cuff was placed, still had questionable images at bifurcation. The physician performed relining to eliminate any possible endoleak. No patient injury was reported.